Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014. A review of the invoice history indicates patient underwent a right hip arthroplasty on (B)(6) 2007 and a left hip arthroplasty on (B)(6) 2008. An invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-04655/04658).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2014. A review of the invoice history indicates patient underwent a right hip arthroplasty on (B)(6) 2007 and a left hip arthroplasty on (B)(6) 2008. An invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates patient underwent a right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. An operative report dated (B)(6) 2014 notes that patient underwent a revision on the right hip due to pain, fracture and lytic changes of the acetabulum, metal reaction, black staining of tissues, necrotic debris, grayish-brown stained pseudocapsule, osteolysis with metal staining and cystic areas. The modular head, acetabular cup and liner were replaced with a biomet head and competitor acetabular components.